Event description:
The complainant stated the CPR pedal is sticking which is preventing the bed controls from functioning.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction.